Event description:
It was reported that this pacemaker stored atrial tachy response (atr) episodes containing oversensed noise. This pacemaker also stored sudden brady response (sbr) episodes which correlated with an abrupt drop in sinus rate, palpitations, and uncontrolled arm movements. Subsequently, the physician admitted the patient to the hospital. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and initial reporter contact details. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.